Manufacturer narrative:
(B)(4), device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusions - cause of event cannot be determined. No product has been returned. Conclusion: the device history record was review and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the valve did not appear to open smoothly. The valve was explanted and will be returned for analysis. It was reported that there were no adverse patient effects.